Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04199 and 3005099803-2012-04200 address these devices. It was reported to boston scientific corporation that two injection gold probes were to be used for an upper gi gastroscopy procedure within the stomach performed on (B)(6) 2012. According to the complainant, the patient underwent a non-emergency gastroscopy to look for a potential upper gi bleed. During the procedure, an ulcer with an adherent clot was identified, which was removed by the physician using a snare. Once complete, slight bleeding was observed at the site. An injection gold probe (mr # 3005099803-2012-04199) was advanced to the bleed, and then the area around the ulcer was initially injected, which stopped the bleed; however, while attempting to use bipolar coagulation to prevent a re-bleed, no current was conducted through the probe for diathermy. A second injection gold probe (mr # 3005099803-2012-04200) was then used, but the same issue occurred, no current was conducted through to the tip. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using a third injection gold probe. Reportedly, the procedure was delayed approximately 6 to 15 minutes. Additionally, the scope was in a retroflex position. Prior to use, no damage was visible to the first two injection gold probes or their packaging. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.